Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7082029 / 7081922.

Event description:
It was reported that the patient had an infection at the incision sites. It was noted that the infection was not device or procedure related. The patient was given rounds of antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.